Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump would not charge. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery not holding charge issue could not be verified.